Manufacturer narrative:
One device was returned for repair with complaint of system fault 41622. The device has not been in for service within the review period. There was no physical damage to the device. Visual/functional testing was performed and found error code 41622 when testing. Problem was duplicated. The probable cause the motor. Replaced the motor. Device passed all functional tests post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a system fault 41/622. There was unknown patient involvement and unknown patient harm/adverse event reported.